Manufacturer narrative:
(B)(4), date sent: 01/20/2022. Device analysis: visual analysis of the returned sample revealed that the cdh25a was returned without apparent damage. As no shipping box was returned for evaluation, we are unable to investigate further the issue of ¿packaging identification". In addition, the cdh25a device arrived inside of its sterile package with the correct identification and no apparent damage. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned with no shipping box. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photographic evaluation: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a shipping box of product code cdh29a, lot # 502a77, expiration date: 2026-09-30. The second photo shows three boxes inside of the shipping box of product code cdh25a that do not match with the product code from the shipping box. Based on the photos the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported when ordering s4/(B)(4) is received, a box is labeled with the reference cdh29a while it includes 3 staplers of the reference cdh25a.